Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message when performing blood glucose using the adc blood glucose meter. On (B)(6) 2019, the customer was initially using expired test strips (exp 2012) when he received the "error-4" message on the adc meter, but he received the same error message when using a new lot of test strips. The customer reported that his wife called emergency services due to the inability to test and manage his blood glucose. The hcp treated the customer with IV glucose, honey & a peanut butter sandwich and the customer's son provided him a "pepsi." After 30 minutes, a blood sugar of 11.2mmo/l was obtained on the ambulance's meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned a valid serial number has not been provided for freestyle strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freedom lite meter were reviewed and the dhrs showed the freedom lite meter passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle strip, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported an error message when performing blood glucose using the adc blood glucose meter. On (B)(6)2019, the customer was initially using expired test strips (exp 2012) when he received the "error-4" message on the adc meter, but he received the same error message when using a new lot of test strips. The customer reported that his wife called emergency services due to the inability to test and manage his blood glucose. The hcp treated the customer with IV glucose, honey & a peanut butter sandwich and the customer's son provided him a "pepsi." After 30 minutes, a blood sugar of 11.2mmo/l was obtained on the ambulance's meter. There was no report of death or permanent injury associated with this event.